Event description:
It was reported that the patient overdischarged his battery and could not revive it. The device was explanted and replaced 2012 (B)(6). The patient outcome was recovered without sequela.

Manufacturer narrative:
Product ID (B)(4), lot# serial# (B)(4), implanted: 2010 (B)(6), explanted; product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model 37712, serial # (B)(4), showed battery overdischarged and permanently damaged. There was no significant anomaly. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 38. The last recorded recharge session done while the device was implanted was on (B)(6) 2010. The device was recharged for 17 minutes. The battery charged from 3.56v to 3.67v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.